Manufacturer narrative:
G4:14jan2021. B4:15jan2021. The remote service engineer followed up with customer and found that replacing the touchscreen corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
It was reported that the unit had a "bad touch" touchscreen error. There was no patient involvement.